Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Expiration date and manufactured date are unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitant devices: (B)(6) 02-020-11-0230 - truliant ps cem fem ps cem left sz 3. (B)(6) 02-020-11-0330 - truliant ps cem fem ps cem right sz 3. (B)(6) 02-022-35-3009 - truliant tib imp ps insert sz 3 9mm. (B)(6) 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. (B)(6) 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. (B)(6) 02-029-99-1001 - fluted headless pin 3.0" square head. (B)(6) 200-07-32 - advanced patella 32mm 3 peg implant. (B)(6) 200-07-32 - advanced patella 32mm 3 peg implant. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
21-aug-2024 additonal information. It is reported via legal documentation patient is verified bilateral tka 05-mar-2019. Patient underwent left knee revision (B)(6) 2024. Pre & post op diagnosis: failed left total knee arthroplasty secondary to premature polyethylene wear from a recalled polyethylene insert as well as aseptic loosening of the femoral component. Procedure: revision left total knee arthroplasty of femoral, tibial and patellar components. Indications for surgery: 66-year-old female presents with increased stiffness, pain, and swelling in her left knee. Radiographs showed possible radiolucency at end of the femoral component but otherwise no gross obvious signs of wear. Infection workup was negative. Operative notes: previous incision was used for. 7ml f normal appearing joint fluid. This was sent for culture. Parapatellar arthrotomy was performed. There was significant scar issue within the knee with very limited motion. She had about 45 degrees of flexion at the time of surgery. A thorough debridement of the synovial scar tissue was performed. There were no signs of purulence or infection. Scar tissue was cleared off the patellar button. There was some damage on the lateral facet. The surgeon therefore decided to exchange it. It was removed without any additional bone loss. The tibial insert was then removed. On gross inspection there was significant yellow coloration of the media articular surface with some brittleness to it. The femoral component was then removed cleanly from the cement mantle with no attachment. When removing the cement off the medial condyle, she had a large area of osteolysis which was contained. The tibial component was then removed with no additional bone loss. Trial implants were placed with excellent stability and patellar tracking. Lateral x-ray showed excellent position of the components. Excellent fit and fill of the sleeves and stems with excellent restoration of the joint line. There were no intraoperative fractures. Trial components were removed, and final implants were impacted. The arthrotomy was closed. Patient transferred to the recovery room in stable condition. Original summary. It was reported that this 66 y/o female patient's left knee was revised approximately 4 years and 11 months post op. Patient complained of pain. Loose femur and recalled poly. Due to recall surgeon used competitor for revision. Patient was last known to be in stable condition following the event devices are not returning, hospital will not release implants. (B)(6) 02-020-11-0230 - truliant ps cem fem ps cem left sz UDI: (B)(4). 510k: k170240. (B)(6) 02-022-44-3009 - truliant tib imp psc insert sz 3, 9mm ** serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Z-0023-2022. Concomitant devices: (B)(6) 02-022-44-3009 - truliant tib imp psc insert sz 3, 9mm. (B)(6) 02-022-35-3009 - truliant tib imp ps insert sz 3 9mm. (B)(6) 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. (B)(6) 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. (B)(6) 02-029-99-1001 - fluted headless pin 3.0" square head. (B)(6) 200-07-32 - advanced patella 32mm 3 peg implant. (B)(6) 200-07-32 - advanced patella 32mm 3 peg implant.